Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that prior to an implant procedure, the helix of this right atrial (ra) lead was already observed to be extended out of the lead body. The physician retracted the helix and then tried to implant the ra lead in the patient but was unsuccessful as the helix would not extend properly. The ra lead was explanted, replaced, and was never in service. No adverse patient effects were reported.